Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury and medical records have not been provided. We have contacted the initial reporter to request additional information and to request return of the device for evaluation. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2004 - the patient was implanted with a non bard/davol tvt during a laparoscopic vaginal hysterectomy, tvt tape, retropubic urethropexy and cystoscopy. (B)(6) 2005 - the patient was implanted with a bard flat mesh during abdominal sacrocolpopexy, marshall-marchetti procedure, incidental repair of bladder cystostomy, and right ovarian cystectomy. (B)(6) 2005 - the patient was implanted with a non bard/davol monarch subfascial hammock during an anterior repair, repair of the mesh erosion of monarch transobturator suburethral hammock and cystoscopy. (B)(6) 2007 - the patient was implanted with a non bard/davol sling. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.